Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: guide wire separation. It was reported that during placement of the guide wire, the tip separated. It was further reported that there was heavy tortuosity and may have required more torquing than usual. The tip was successfully snared and there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Historical data shows that tip damaged of this nature may happen when the core is subjected to torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over torqued while the tip is trapped within the anatomy or another device can intensify these forces. In this case, if there was heavy tortuosity as reported, there may have been more force required to torque the guide wire, or an excessive amount of torquing require to cross the lesion. However, because the guide wire used in this case was not returned, a definitive root cause of the reported issue cannot be determined.